Event description:
The customer reported that their t:slim x2 pump battery was not charging despite using the correct tandem charging cable and wall adapter. They attempted various troubleshooting steps, including using alternate adapters and cables, but the issue persisted, as the charging connection was not recognized. The customer's blood glucose level was within normal range, as no adverse impacts were reported. To resolve the issue, technical support decided to send a replacement pump to the customer. The customer continued to use current pump and manual insulin therapy for backup.